Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that out of box manifold tubing coming out of the arterial outlet cracked away from the white luer connection. No pt involvement as this occurred out of box.